Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Related MFR report numbers: 1221359-2022-01726 through 1221359-2022-01738.

Event description:
Customer reported thirteen (13) unconfirmed false positive results with the ID now covid-19 assay performed on direct tested nasal swab samples on (B)(6) 2022. This report is for patient twelve (12) of thirteen (13). Time of test was 23:02 o'clock. Confirmation testing was not performed. No information regarding patient health status or outcome was provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1060765 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1060765 and test base part number 190-430 / lot 1060765. The lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot 1060765 showed that the complaint rate is 0.04%. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. The product will continue to be monitored and tracked.